Event description:
It was reported that the customer's insulin pump experienced a motor error alarm during basal. Her blood glucose level was not reported. She was advised to disconnect from the pump and revert to back up plan. Product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)